Manufacturer narrative:
Other system components: model number/catalog number: 72400098, serial number: n/a, batch/lot number: 640716011, model/catalog description: control pump fgs. Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 643345012, model/catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient underwent a surgical procedure to replace this artificial urinary sphincter (aus) device due to a loose cuff resulting from a lack of saline in the system. A patient outcome was not reported. Additional information was received that the patient outcome was reported to be well.